Event description:
Investigation completed and summarized.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The complaint of lec -1870 while testing was confirmed during service. The device itself had a scratch on screen on arrival. Event log revealed complaint, as did the duplication of testing. This was isolated to circuit board and motor. Action was taken to replace circuit board and motor. Device then passed all testing.

Event description:
Information was received indicating that cadd legacy 1 pump alarmed and displayed error 1870. There was no patient involved.